Event description:
It was reported that the device gave a "double beep" alert with no cassette attached. No known adverse effects to patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's complaint was able to be duplicated. At powerup, the pump alarmed for no cassette. When a cassette was attached the alarm stopped. The cassette was removed, and the unit started alarming again after about 20 seconds. The cause of this fault was noted to be a defective downstream occlusion (dso) sensor. Service will replace the dso to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.